Event description:
It was reported that the procedure was to treat the left iliac artery. The 6x150 mm supera self expanding stent was deployed and upon removal of the delivery system, the stent was hanging outside of the body. The patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a conclusive cause for the reported activation failure cannot be determined. The treatment appears to be related to the operational context of the procedure as the patient was sent to surgery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided.